Event description:
It was reported that on (B)(6) 2005, the patient presented with l3-4 and l4-5 degenerative disc disease and low back pain greater than leg pain. The patient underwent l3-4-5 posterolateral fusion using peek cages packed with rhbmp-2/acs, and posterior instrumentation. There were no noted complications. Per the physician's notes, the patient "had some significant improvement of pain initially for almost six months and then she had a recurrence of symptoms. Imaging studies show some fluid in the disk space at l3-l4 and l4-l5 and it was felt that these findings were also consistent with a pseudoarthrosis at l3-4 and l4-5." (B)(6) 2006, the patient presented with low back pain bilaterally extending to the buttocks and thighs. The patient underwent a fluoroscopically guided bilateral si joint injection. (B)(6) 2006, the patient presented with right lower quadrant pain and was admitted to the ER overnight. (B)(6) 2006, imaging study indicated "fluid surrounds the superior interface of the prosthesis at the l3-4 level and extends into the l3 vertebral body... There is a smaller fluid collection surrounding the left margin of the implant at the l4-5 level and extending into the posterior aspect of the l5 vertebral body... Epidural granulation tissue is seen along the posterior and left margins of the thecal sac from the l3-4 through l4-5 levels and is surrounding the origin of the left l5 nerve root." On (B)(6) 2006, the patient presented with l3-4 and l4-5 pseudoarthroses. The patient underwent l3 and 4 revision right laminotomies, l3-4 and l4-5 revision plif, and l3-4 and l4-5 bilateral plf. Rhbmp-2/acs was mixed with crushed cancellous allograft bone and dbm and impacted into the disc space adjacent and posterior to the interbody cage, and placed in the lateral gutters.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.